Event description:
ER personnel were attending to a pt, condition unk. Allegedly when the pt was countershocked, the operator smelled a burning smell coming from the electrode site. At the conclusion of the event the rptr noted electrical arc marks on the sternum end of the defibrillation cable and a dark spot on the electrode. There were no adverse effects to the pt reported as a result of the alleged malfunction.